Manufacturer narrative:
The pump was received with a broken off end cap, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the end cap came off. The customer's father reported that the insulin pump was dropped. The customer's blood glucose was below 400 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that they were throwing up. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.